Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the pins that you squeeze together that attach to the scope were torn off or missing during an unspecified procedure involving an olympus camera head. There was no patient injury reported.